Event description:
Hologic myosure reach device not functioning out of packaging and showed error, "torque pressure too high". Device removed from field, replaced, and procedure completed. No harm to patient.